Event description:
It was reported that there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20ml and the erv was not provided. Initially a catheter dislodgement was suspected and at the patients second refill, they noticed that the solution that was placed in there during the first refill, (approximately 2 months ago) was still left in there. There were no patient symptoms reported. Trouble-shooting was being considered. The patient outcome was not provided. According to the manufacturer device registry, the drug delivered via pump was dilaudid. Additional information had been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the catheter had dislodged/migrated. A CT scan indicated that the lumbar catheter dislodged into lumbar soft tissues, and a catheter replacement was "planned" and "pending". The patient's symptoms included decreased pain control. The medication used within the system was morphine. No additional information was available at the time of this submission. Correction: a previous report indicated that dilaudid was used within the system. This no longer applies to the event.

Manufacturer narrative:
Product ID 8709sc, lot # h813016302, implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no longer apply to this event.